Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) on 06/13/2026 that they were on was on fill 5 of 5 and they wanted to end treatment (tx) as their heater bag (hb) was empty. The patient stated they had a difficult time inserting the cassette and a difficult time closing the cassette door. They then opened the cycler door and removed the cassette and noticed fluid had filled in cassette. The patient was in step 1 of set up at the time of this issue and the cones on the solution bags were already broken. The cycler was on and they were not sure if occlusion bar was protruding. The patient stated that they had broken the cones on solution bags prior to step 3 of set up. The patient inserted another cassette without turning off cycler or using new solution bags and more fluid spilled onto the floor. Additional information was requested, however to date has not been provided.